Event description:
In 2007, an invance male sling was implanted. On 04/27/2009 ams received the operative report indicated that in 2009, the entire male sling device (sling and screws) were removed due to incontinence.